Event description:
It was reported that during positioning the c-arm continued to move until it was completely upside down. No injury reported. A field engineer was dispatched to the site and determined the c-arm rotation switch was too close to the c-arm enclosure surface. Rather than just adjusting the switch position the switch was replaced as a precaution. Once this was completed the system was working as intended.